Event description:
It was reported that this pacemaker reverted to safety mode. Replacement was highly recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was provided, this pacemaker was explanted and replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Event description:
It was reported that this pacemaker reverted to safety mode. Replacement was highly recommended. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker reverted to safety mode. Replacement was highly recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was provided, this pacemaker was explanted and replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this pacemaker was returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.